Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the was a high impedance reading observed on the right ventricular (rv) coil of the rv lead. The reading occurred the day of the implant. The out of range measurement was not reproducible and the physician suspected the reading may have occurred towards the end of the implant procedure when the product was still out of the patient's body. The rv lead remains in use. No patient complications have been reported as a result of this event.